Manufacturer narrative:
On 2/27/2020, the product investigation was completed. Device investigation summary: the device was visually inspected, and no apparent damage could be observed. Leak testing revealed there was leakage from the valve and a crease in the anterior view, additionally a crease a tear was noted, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Regarding to the valve leak, the analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient underwent bilateral explantation and replaced with 415cc allergan breast implants. Additionally, the b section checkmarks was not updated in the previous supplemental report. Due to the explantation, the "other serious" selection no longer applies and "required intervention" has been selected in its place. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/18/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient had experienced postoperative left-sided breast pain. As a result, the patient's impacted device was explanted on (B)(6) 2020. This supplemental report has been updated with the explantation date in section d as well as updated patient codes/conclusion codes to represent pain and medical device removal. Reason for explant and/or reoperation: breast pain and deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant medical products: 350cc mentor smooth round moderate profile saline breast implant (catalog number 3501655, serial number (B)(4)) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with 350cc mentor smooth round moderate profile saline breast implants and experienced postoperative left-sided deflation. The patient reported that the diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or expected explantation date.